Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after mapping the premature ventricular contraction (pvc), the intellanav mifi oi catheter was selected for ablation. The physician began the ablation and a left bundle branch block was observed. The physician decided it would be best to stop the procedure and will try again at a later time. No further patient complications were reported.